Event description:
It was reported that the patient was in the hospital due to hyperglycemia with a blood glucose value of hi mg/dl (> 600 mg/dl). The patient and the patient's nurse stated that the pump triggered error message e10 (=cartridge error), which was unclearable. The user was treated with insulin intravenously. At the time of the call, the patient was still in the hospital and it was uncertain when she would be discharged.